Event description:
Right rail was bent or broken not allowing the siderail to latch. No injury reported.

Manufacturer narrative:
Technician found that the plate cover was bent, keeping the siderail from locking. Repaired the cover to resolve this issue.